Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized and unable to rewind her pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer has been off the pump, but currently the pump does not have a battery, had her insert a battery, walked her through in clearing the alarm, and programming time/date, but in the middle of this process the call dropped. The insulin pump will not be returned for analysis.